Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. A technical service representative assisted the home patient with ending therapy. The home patient planned on completing therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.